Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient tested 2.4 inr on the coaguchek xs system while a comparison lab returned as 1.78 inr. No treatment information provided. No adverse event reported. Requested return of suspect system.